Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. The customer stated their blood glucose was 240 mg/dl and their sensor was reading 84 mg/dl. Customer was advised their readings would be close, but rarely match. Customer also reported experiencing two bent cannulas in the past year. The customer also stated there was a hospitalization event for their high blood glucose. The details of the hospitalization was unknown. Customer was advised to monitor their sensor glucose. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.